Manufacturer narrative:
The reported event is confirmed as user related based on the reported event . A potential root cause for this failure mode could be "user deviation from IFU". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused due to misuse of the product. The DHR review was not required as the event is use-related. A labeling couldn¿t be reviewed since product catalog # and lot# are unknown. Although the product codes are unknown, the male external catheter labeling is found to be adequate and states "gently roll the catheter forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one of the male condom catheter replacements which were intended to be used with the surestep male external catheter kit were used incorrectly. The clinician put it on a patient and hooked it up to suction which resulted in damage to the patient¿s anatomy. Per follow-up on 29sep2021, stated that the nurse noticed male external condom catheter was connected to the wall suction. Nurse was not in-service, and no one was available to support. Nurse did not use the starter kit and did not have the bridge for condom and the foley bag. The male tip of the condom fits into the female end of the connecting tube, nurse assumed it should be connected to suction. It caused unstageable pressure sore on the tip of the penis to patient. Unknown what medical intervention was provided for the unstageable pressure sore.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one of the male condom catheter replacements which were intended to be used with the surestep male external catheter kit were used incorrectly. The clinician put it on a patient and hooked it up to suction which resulted in damage to the patient¿s anatomy. Per follow-up on 29sep2021, stated that the nurse noticed male external condom catheter was connected to the wall suction. Nurse was not in-service, and no one was available to support. Nurse did not use the starter kit and did not have the bridge for condom and the foley bag. The male tip of the condom fits into the female end of the connecting tube, nurse assumed it should be connected to suction. It caused unstageable pressure sore on the tip of the penis to patient. Unknown what medical intervention was provided for the unstageable pressure sore.